Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer would not close and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer required maintenance. The field service engineer (fse) checked auxiliary drawer 7 and found that the rails on the right side were damaged. The bearing cage was exposed and spilling out ball bearings. The fse replaced the rail on the right side and tested the drawer, which continued to show as open. The fse then replaced the sensor and tested again. The drawer still showed as open, so the fse replaced the position sensor. When the issue persisted, the fse replaced the pyxibus controller, and all lights illuminated on the controller. The fse tested the drawer and successfully recovered it inside the medapp. The customer tested the drawer multiple times and confirmed proper operation. The system functioned after the field service engineer repaired the device.